Manufacturer narrative:
Per the good faith effort (gfe) response, the faulty part had expired the warranty period. The hospital did not agree to replacement repairs.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the unit had a battery error. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the unit had a battery error. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.